Event description:
The customer reported false negative architect total b-hcg result for one patient sample. The initial result generated a value of < 1.2 miu/ml and when tested with the colloidal gold test strip the result was weak positive. The customer retested after high-speed centrifugation and the result generated was < 1.2 miu/ml (reference range: < 5.0 miu/ml is negative). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false negative architect total b-hcg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the likely cause lot performs as expected for this product. The ticket trending review of complaint data for the list number 07k78-74 does not identify any related trends for the product for the issue. A review of the device history records did not identify any non-conformances or deviations associated with lot 45165ud02 and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of reagent lot 45177ud00 (lot 45177ud00 and lot 45165ud02 are from the same bulk solution) stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect total b-hcg reagent lot 45165ud02.

Event description:
The customer reported false negative architect total b-hcg result for one patient sample. The initial result generated a value of < 1.2 miu/ml and when tested with the colloidal gold test strip the result was weak positive. The customer retested after high-speed centrifugation and the result generated was < 1.2 miu/ml (reference range: < 5.0 miu/ml is negative). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.